Event description:
It has been reported to philips that allura system hung up. There was no report of harm. Philips has started an investigation of this complaint

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned treatment was performed when the issue occurred. The procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed the system hung up and crashed. The fse confirmed that software-corrupted disc and host pc that caused the system to be stuck on black screen. The philips engineer has replaced host pc and hard disc. After replacing the host pc, hard disc and reloading of software, the system was returned to use in good working order. The codes were updated based on the investigation outcomes. Device problem code and health impact code were corrected.